Event description:
Information was received regarding a cadd ms3 pump. It was reported that the battery was being drained and there was a pump rod malfunction alert. Additionally, patient reported site pain every time he changed site and isn't able to function for about a week. There was no patient, or clinician injury associated with this occurrence.